Event description:
In 2007, my husband was admitted to the hospital by his heart doctor for possible heart attack and heart damage. He was put on heparin and then coumadin. He was in the hospital for approx 1 week receiving heparin, he has developed dizziness, abdominal pain, and pain in the kidney area since that time and has been reported to his doctor since that time. My daughter found him on the floor in some type of shock/coma and 911 had to be called. He was taken to kennestone hospital in marietta ga. He was confused, incoherent and in ER area for 2 days then moved to another floor. Paramedics said, they had no idea what caused this as his heart was ok upon arrival. Once in hospital he was put on a medicine for a blood infection which we have no idea were this came from. Last week he had to have his chemo/radiation stopped and was put on fluids because of problems since his hospital stay. He is still experiencing unexplained dizziness, abdominal and kidney area pain. How do I go about confirming what heparin he received?